Manufacturer narrative:
Batch review performed on 22 november 2022. Lot 122092: (B)(4) items manufactured and released on 2-aug-2012. Expiration date: 2017-jun-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: 10 years after primary tka the metal components, and presumably mostly the tibia, get loose and need replacement. Aseptic loosening is a possible adverse event following tka, described in literature. Its incidence increases with time. There is no reason to suspect a faulty device at the origin of this problem. Additional implant involved: batch review performed on 22 november 2022 on gmk-primary 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 121650. Lot 121650: (B)(4) items manufactured and released on 7-sep-2012. Expiration date: 2017-jun-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 10 years after the primary surgery, all components have been revised due to tibial and femoral components mobilization. The patient previously underwent revision surgery where the insert was revised and the patella bone was resurfaced.